Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed were openings on the device. Additional observations: observed deformation on the device. Red particles observed in the surface of the device. Observed wear abrasion on the device.

Event description:
Patient reports "implant causing problems and is being examined". Subsequently, physician, suspected device rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports "implant causing problems and is being examined". Subsequently, physician, suspected device rupture. Device has been explanted. This relates to the left side.